Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not eating and if the insulin pump was connected, the customer blood glucose would come down. The caller stated that the customer passed away on (B)(6) 2016 in hospice. The cause of death was colon cancer. The caller stated that the customer was in hospice care three or four days prior to passing. The caller stated that the customer might have had kidney infection. The caller did not know the customer's blood glucose at the time pf death. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the insulin pump was disconnected from the customer's body. The customer and the caller made the decision to disconnect the insulin pump since the customer was getting bad, was not eating and, if the customer was still connected to the device, her blood glucose would come down. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with no battery installed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, a torn up button keypad overlay and minor scratches on the lcd window. Data analysis: there is no data listed for the date of 07/24/2016 due to the pump being received without the battery installed.